Manufacturer narrative:
An event of migration or expulsion of device (device embolization) and obstruction/occlusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause for the reported obstruction/occlusion was due to the reported device embolization. The reported device embolization appears to be related to procedural conditions (excessive tug test). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluders was selected for implant on (B)(6) 2024 using a14f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. The orifice of the left atrial appendage (laa) was measured as 16.5x32mm and the landing zone was 16.4x23.5mm. Transesophageal echocardiography (tee) was used during the procedure. The patient was in atrial fibrillation during the procedure. It was noted that a proximal deployment was unsuitable and the decision was made for a distal deployment. During deployment, the device was observed to have a roman helmet compression. Three tension tests were performed and the close criteria was satisfied. Post-release of the device, the device embolized into the left atrium and in the mitral valve and caused a partial blockage, causing the patient to decompensate. After a few minutes the device was observed to migrate into the left ventricle and into the left ventricular outflow tract (lvot) atrioventricular junction and the patient stabilized. The device was re-snared with a transcather snare and was removed from the patient. The patient did not remain hemodynamically stable throughout the procedure. The patient status was stable. The physician believes the migration may have been caused by an excessive tug test.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.